Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their communicator battery wouldn't accept a charge. Patient said they had been having a problem with this for the last 2 months; maybe as many as 3, but at least 2 months. Patient confirmed the blue light would come on briefly when plugged into the ac power supply, but then the yellow light would start blinking real fast and go out. Patient confirmed they had tried other outlets. The issue was not resolved. Patient stated their current stimulation setting was too high for their general comfort at the moment, and the intensity 'ramped up' when they are prone or laying down, more so than sitting and standing. A replacement communicator was sent out.